Manufacturer narrative:
The device was returned and device evaluation revealed no anomalies. Interrogation and visual screen test results were acceptable. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
It was reported that the patient presented to the hospital due to an infection. There was puss excreting from the implanted pacemaker pocket incision site. The pacemaker system was explanted and the patient was in a stable condition.